Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136, they allege that they have no water and the handpiece and the insert are getting hot, no injury resulted.

Manufacturer narrative:
03/20/25 cn. Hpc# 01160. Sterimate# 201511. W2e reg, needle valve, hp flow cntrl clogged. No water flow due to a clog in the hp water flow control. Poor water pressure/flow due to debris buildup in water solenoid. Deteriorated, soiled water hose and water filter affecting water quality. Dead/low batteries in wireless foot pedal. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.